Event description:
It was reported that during the attempted implant, there was positioning difficulty and the lead dislodged. It was also noted that the physician attempted to extend the helix by applying clockwise rotation to the pin and the markers failed to separate after 40 turns. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor connector pin was bent, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant. Analyst visual comment: the lead was returned with the is-1 pin bent.